Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21331. It was reported the pt was receiving ineffective left side stimulation. Diagnostics showed multiple invalid contacts on the left scs lead. Reprogramming was unsuccessful. Subsequently, the pt underwent surgical intervention to explant and replace both leads which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.